Event description:
It was reported that pt called to report that he is experiencing discomfort, lack of range of motion (90 deg, not more) and pain following activities. Knee feels like it is in a vise, and the pain radiates around the knee itself.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.